Event description:
After insertion of allergan breast implants, started noticing symptoms fatigue, weight gain, early hysterectomy before the age of 36, trouble swallowing, frozen shoulder, pain and numbness in arms and hands, night sweats, hair loss, diagnosed pituitary adenoma, extreme dizziness effecting everyday activities; blood work always came back normal. FDA safety report ID # (B)(4).